Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high and low blood glucose. Customer reported to have experienced low blood glucose twice since being on the insulin pump. Customer reported that blood glucose was in the 40 mg/dl and 50 mg/dl after waking up and was taken to the hospital via paramedics. The auto mode feature was used and was automatically delivering insulin at the time of event. After low blood glucose, customer reported that blood glucose elevated to 300 mg/dl and treated with manual injection. Customer declined troubleshooting and giving hospitalization information. Insulin pump is not expected to return for failure analysis.